Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only part of tampon came out [foreign body in reproductive tract]. Tampon fell apart [device breakage]. When went to remove tampon...fell apart [complication of device removal]. Case description: consumer reported via rr that tampon fell apart during removal. No serious injury reported.